Manufacturer narrative:
Due diligence done without success. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. After assessment, it was suspected the syncope was a result of ventricular tachycardia (vt). Furthermore, it was indicated that this event led to serious deterioration in the health of the patient which resulted in hospitalization. At this time, the device remains in service. No additional adverse patient effects were reported.